Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) was explanted due to a voluntary recall initiated on november 4, l998. Mr. John rado, of the minneapolis, mn FDA, was notified on the same day. The recall number has not yet been assigned. A manufacturing process step was identified that has the potential to break the hermetic seal on the chip carrier. The recall was initiated because the hermetic seal could not be guaranteed and it is possible that the affected devices may cease to function without warning. 30 implanted devices have been identified as well as 8 non-implanted devices. This information has been communicated to the physicians who have patients with these implanted devices.